Event description:
It was reported that the pump displayed "force sensor system failure" after replacing the force sensor and plunger cable. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Device evaluation: one sample was returned for evaluation. The visual inspection found both seals removed, otherwise the pump was in good condition. A review of the event history log found several instances of a force sensor test error. The force sensor test error was able to be duplicated during the functional testing. The cause of the issue was found to be the pain pc board. The main pc board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.